Event description:
Customer reported falsely elevated hemoglobin a1c (hba1c) result on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Customer indicated that filter was last changed on 2/10/15 and air filter was not that dirty at that time. Siemens representative provided customer with part number for replacement filters and instructed customer to change filter quarterly. As per dca vantage analyzer operator's guide, customer should change air filter quarterly. The cause for the discordant hba1c result is unknown.